Event description:
It was reported that during test, the ventilator had no flow. This was the pt's back-up ventilator, and it was not connected to the pt when the reported problem occurred. Later the same day during testing, the customer could not duplicate the reported problem.